Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, the clips jammed and wouldn't hold on the vessel. Another device was used to complete the case. Four devices being returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.